Event description:
The pt is an or scrub nurse. After the bone cement was mixed and put on the or table nurse caught scent of it and felt throat begin to swell and nose became stuffy. Then nurse felt it was hard to swollen. Inhaled fumes in or.